Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid would not clamp onto the sharps coll canada 3.0l yellow, and all the used needles spilled out when the container fell over. The following information was provided by the initial reporter: "customer stated the lid does not clamp and it falls over and the used needles fall off."